Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that while troubleshooting a barcode label printer on the atellica sample handler prime, the customer observed a spark when reconnecting the printer power cord. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse straightened the plug in the barcode printer and secured the power connection. The cse powered up the barcode printer, tested it, and determined it was operational. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the barcode printer of the atellica sample handler prime stopped printing and the customer was unable to print a barcode. As a result, the customer unplugged the printer. When the customer attempted to reconnect the printer, the customer reportedly observed a spark. There are no known reports of flames, smoke, nor adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00148 on 03-jul-2024. Additional information (03-jul-2024): siemens further evaluated the event and determined that the operator observed a spark while reconnecting the power cord to power on the printer because the operator forced the power cord in, caused one of the blades to bend, and triggered a spark. Additionally, the power cord could not be fully seated in the receptacle. As mentioned in the initial report, the cse addressed this event by straightening the plug and powering on the printer. Based on the evaluation, siemens concluded that a use error contributed to the event. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.